Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has suffered multiple unspecified health damages that affect the patient every hour of the day, every day and night, for the rest of the patient's life. The reporter stated the patient was treated in the hospital for a lengthy time as a result of use of the device. The patient began use of the device for sleep apnea beginning (B)(6) 2020. The reporter stated the patient had normal unspecified blood test results prior to use of the device. The reporter stated that following use of the device, the patient suffered unspecified health damages that was confirmed by unspecified blood test results (according to the reporting party who identifies as being the partner of the patient). The device was returned to a third party service center for evaluation. During evaluation, no foam particles were observed within the device assembly. There were no other findings. The device was scrapped at the customer's request.